Event description:
Device 1 of 2: reference MFR. Report#: 1627487-2018-12874. It was reported that the patient was experiencing erosion at the supra-orbital location. As a result, surgical intervention was undertaken and the lead was explanted (B)(6) 2018. It is unknown which lead was experiencing the erosion so both are being reported on.